Manufacturer narrative:
Address: (B)(6). The evaluation confirmed the reported issue and the device sounds alarm when starting up due to a board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for a laparoscopic surgery the device sounded an alarm when starting up. The procedure was completed with another device. There was no delay above 15 minutes, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the board failure could not be determined. Olympus will continue to monitor field performance for this device.